Manufacturer narrative:
A thorough investigation was initiated and completed on this unit. Both mechanical and funtional testing was done. The complaint was confirmed when tested. It was found that the ventilation knob had become loose with hindered the ability to adjust the ventilation volume. The knob was tightened to specifications and in subsequent testing the unit performed to its' specifications.

Event description:
The device was applied to a patient in cardiac arrest. It was reported that the nurse practitioner was not able to adjust the ventilation volume on the device. The device was not removed from the patient and was used to perform chest compressions for 37 minutes. Ventilation was done manually with a resuscitation bag. The patient was not revived. It was reported that the device performed chest compressions as it was designed to do and the failure did not contribute to the death of the patient.